Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient underwent a sigma rp ps construct in 2007 from surgeon in cheyenne, wy at crmc. The clinic note states - ¿he has always had some discomfort from his left knee since the tka in 2007, but over the last 4 months, it seems to have gotten worse. He has a hard time kneeling or standing for long periods of time. He does not report significant instability, but does note pain with increased activities. He has no previous infections with this knee.¿ in surgery today, it was noted that the knee was unstable in the lateral space. A poly and patella swap was performed. A 4/15 rp ps insert was utilized compared to the previous 10 mm insert. Doi: 2007; dor: (B)(6) 2018; left knee.